Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative, regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s incision site for the ins was red, swollen, painful, draining and oozing; an infection was suspected at the ins site. The patient reported they no longer had leg and back stimulation coverage and that the stimulation was causing painful stimulation in their ribs and chest. The patient sated she noted this happening when she was jerked during a CT scan shortly after the ins was replaced, about a week later. It was noted that the change in stimulation coverage was sudden and strongly suggestive of lead migration; however, the lead position could not be evaluated because the fluro machine was broken on the day of the report. The patient was referred to the spine surgeon for removal of the ins and lead but the explant was not scheduled at the time of the report. The issue was not resolved. No further complications were reported/anticipated.